Manufacturer narrative:
A scene inspection was held. The inspection identified the cause of the fire to be related to an adaptor plug used on a heating unit which was used near the devices. The devices were not the cause of the fire.

Event description:
Received letter of notice by attorney representing property insurance. It alleges a fire occurred in a house and a scooter was in vicinity. No further information stated.

Manufacturer narrative:
The model number, serial number, and date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Received letter of notice by attorney representing property insurance. It alleges a fire occurred in a house and a scooter was in vicinity. No further information stated.